Event description:
Medtronic received information that this bioprosthetic aortic heart valve was explanted two years and five months post-implant and successfully replaced with a mechanical valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: multiple attempts to obtain additional information/product return have been unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without a reported reason for the explant, the failure mode cannot be determined, no risk analysis review is required and no formal investigation is recommended. Without the return of the valve, a root cause of the event was unable to be determined. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
Additional information has been requested. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.